Manufacturer narrative:
The involved device is a small volume intermate rather than a small volume infusor as previously reported. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. Visual inspection revealed that the fill port was not broken and was in its normal condition. However, a piece of excess bladder material was observed near the fill port. A functional flow test was performed and did not reveal any signs of rupture or leak. The flow rate of the device was found to be within specification. The reported issue was not verified. The piece of excess bladder material was found to be a cosmetic condition with no impact on the functionality of the device. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor had a break on the ¿lip¿ of the fill port. This was noted after the device was compounded with sodium chloride. There was no patient involvement. No additional information is available.